Event description:
Report received of an under-delivery of tpn. It was reported that a home care patient was receiving 2000 ml of tpn every 14 hhours. The customer stated that although the pump was programmed to deliver the 2000 ml of the tpn in 14 hours, only 1500 ml actually infused. Ther was no report of patient harm or adverse patient effect. The patient received a harm of adverse patient effect. The patient received a replacement pump the following day and therapy was resumed. Although requested, no additional information was available.